Manufacturer narrative:
The valve was received by edwards lifesciences unused, without the holder, and within its original jar. Upon visual inspection of the returned valve a ¿thread-like¿ particulate was observed to be tied around the apex several times. As the thread was pulled, it was observed that multiple strands were also attached on the adjacent cusp. The end of the strands stopped at the free edge. There was no indication of damage to the skirt/cloth components, sutures, or valve itself. Materials analysis was performed on the isolated material collected from the returned valve with fourier transform infrared spectroscopy (ftir). The results indicated that the material showed similar absorption characteristics to polypropylene. A manufacturing process review of the manufacturing plant revealed a total of eight (8) materials identified as polypropylene. Three (3) were eliminated as potential sources for the observed particulate due to the color not matching with the observed particulate. The other five (5) were eliminated as well, due to the composition, shape and form of the items¿all are solids. None would generate a thread-like particulate as was observed on the valve due to structure of the item. Sapien 3 valves are manufactured under controlled environments in clean rooms. All personnel working or entering edwards' manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. In addition, a review of manufacturing processes noted that all valves were inspected with 8x magnification and checked for particulate and inspected again with the unaided eye prior to final packaging of the valve. These inspections during the manufacturing process support that it is unlikely that a manufacturing non-conformance was the source of the complaint. No manufacturing non-conformance were identified with this valve. The source of the fiber was unable to be determined, and it cannot be determined if the fiber originated from the field or not. A root cause could not be determined at this time. No labeling or IFU inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
(B)(4). Investigation of this event is ongoing, pending engineering evaluation report.

Event description:
Per the initial report, a thin thread on sapien 3 valve scaffold was noticed during prep, when rinsing the valve on the 2nd bowl with saline. The valve was set aside for return. A photo of device provided showed what looked like tissue fiber inherent to pericardial tissue. However, once the device was returned for evaluation, a closer look to the actual device revealed what appears to be white fiber strands originating from the tissue.